Event description:
It was reported that the patient had passed away. The reporter stated the patient experienced severe hypoglycemia due to a failed alert, and that the patient passed away. The reporter was initially contacted by dexcom on (B)(6) 2025 and requested to be called back on the (B)(6) 2025. When the reporter was called on the provided phone number on the (B)(6) 2025, the reporter´s office was reached, and the dexcom technical support representative was informed that the reporter was on sick leave. The reporter was sent an email on the (B)(6) 2025 to obtain further event details. No reply to the email was received, but it was confirmed on (B)(6) 2025, that the reporter would be back in the office on the (B)(6) 2025 and could be reached at that moment. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.